Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt performed a control solution test and the result was 184 (the control range is not known). The pt contacted their physician for advice and their oral medications were increased. No other treatment wa provided. The issue was not resolved with troubleshooting. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. A replacement meter is being sent to the pt.